Event description:
It was reported that the patient experienced discomfort with his inflatable penile prosthesis (ipp), as he could feel the tubing. The patient experienced difficulty inflating the pump. The patient underwent surgery and all components were removed and replaced. There were no further patient complications.

Manufacturer narrative:
H10 correction: b3 date of event: the exact event date is unknown. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The reason for revision was not provided during the investigation of this complaint. No report - exemption e2004009. No report required. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with his inflatable penile prosthesis (ipp), as he could feel the tubing. The patient also complained about the pump. The patient underwent surgery and all components were removed and replaced. There were no further patient complications.